Manufacturer narrative:
Product analysis: visual examination did not reveal any damage to the shaft or the balloon of the ibt. Functional evaluation with a sample syringe confirmed the ibt would inflate/deflate without any signs of leaking. The instrument appears to be capable of performing its intended function. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a lumbar vertebral body fracture; and underwent balloon kyphoplasty. Intra-op, after balloon dilation, the liquid immediately ran out of the balloon tip. The procedure was then completed with a new product. Although there was a delay of approximately 10 minutes as a result of this event, no patient complications were reported.